Event description:
Device powered off by itself with an inadequate response time following an alarm condition. The physician ordered the patient to receive pitocin (3ml/500ml) at an initial rate of 1ml/hr, to be titrated to 2ml/hr in 30 minutes, and to be increased by 2ml every 30 minutes as necessary to achieve adequate contractions. At an unspecified time, the device was programmed to deliver pitocin at a rate of 1ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, while the device was delivering at an unspecified titrated rate, the device was unplugged from the ac outlet so the patient could ambulate. Approx 3-4 minutes after the device was unplugged, it sounded an alarm for low battery. Within 1 minute, the device powered off and all settings were lost. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.